Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin would say suspend when it was reading a low blood glucose level of 60 mg/dl or 80 mg/dl while their blood glucose level was 176 mg/dl. Troubleshooting was performed. The customer¿s current blood glucose level was 223 mg/dl. The insulin delivery was suspended due to a low sensor glucose of 69 mg/dl. The suspend on low limit in the sensor setting was unknown. The product will not be returned for analysis.